Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® dryseal flex sheath instructions for use, adverse events with may occur and/or require intervention including, but not limited to, vascular trauma.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After implantation of stent grafts, proximal type I endoleak was suspected and ballooning was performed. Reported it might be a type ii endoleak, and the leak was considered as a minor and decided to be monitored. At the wound closure, a weak pulse was detected in the patient's left leg. Although a dissection of the left access site was suspected, it was decided to monitor at the postoperative CT and the procedure was completed. On the same day after the procedure, occlusion of the distal side of the stent graft (plc121200j/22184090) was confirmed. As a treatment, femoral-femoral bypass surgery was performed. The physician commented that the patient' access site from the common iliac artery to the external iliac artery was tortuous. It was difficult to insert the stiff wire. Reported the dissection was possibly due to the wire manipulation. A limited blood flow to the distal caused by dissection might have contributed to the device occlusion.